Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl and ketones. The customer stated that she was vomiting and passed out. The caller stated that she was treated with an insulin drip, extra insulin, magnesium, monitoring her heart, and her blood pressure went up. The customer stated that she received new supplies, but she is still having issues with high blood glucose after being released from the hospital. The customer mentioned that insulin leaked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2013-96222.